Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos were provided and analysis shows: 5 photos, opacification of remnant of anterior capsule is observed. Inferior whitish amorphous material unable to determine the origin or position, anterior or posterior capsule, due to artifacts/reflexes in the background. One photo may be the fellow eye which is somewhat similar, but with less inferior opacification. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A physician reported that an intraocular lens (iol) that was implanted four years ago has become opacified causing reduced vision. In a follow up, the surgeon indicated that the event is ongoing.